Manufacturer narrative:
Devilbiss healthcare previously reported, a concentrator was "alarming". Reported, by an authorized service center. There was no report of injury or medical treatment associated with the complaint. The device was returned for evaluation. The base screw bosses were broken, causing the front cover to be loose from the base, as well as the compressor box. A screw was found in the fan guard causing the fan to be inoperable. Which caused, the compressor cabinet to be warped. The device was operated even though it was alarming for multiple high temperature errors. The compressor thermal cut off switch was tested and found to be functioning properly, indicating that the compressor would have been able to shut the unit down, had an unsafe temperature been reached.

Event description:
Devilbiss healthcare was notified by an authorized service center of an incident involving an oxygen concentrator. The unit was sent to the service center with a complaint of "alarming," with no report or evidence of illness, injury or medical treatment associated with the complaint. During the course of the device evaluation, the service technician observed thermal deformation of the compressor box. The unit is currently being returned to devilbiss for further evaluation. An update will be filed if additional information becomes available.